Event description:
It was reported that the customer stated the foley catheter balloon did not deflate. The customer was provided with recommendations. The attached case report was referenced for additional details, the investigation was initiated, and the customer was informed of the next steps.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.